Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 7 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 7 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 11 previously reported events are included in this follow-up record. Product return status 8 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.